Event description:
It was reported via repair work order that there was a hole on the fowler bellows that may have been caused by an electrical burn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.